Event description:
The customer stated the device, "have disturbed". Device issue is unclear. Customer does state no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.